Event description:
The ortho hcv version 3.0 elisa test system was used for diagnostic testing and reportedly generated a false negative result. No death or serious injury was assoicated with this incident.